Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. The capsule fell off in the patient's mouth when the delivery system was being removed. No injury to the patient was reported.

Manufacturer narrative:
.